Event description:
It was reported that a patient experiencing presyncope presented in to the emergency room (ER). An external monitor showed that the pacemaker had a pause the night before the patient presented in the ER, a drop in r-wave sensing, and intermittent oversensing. Real time monitoring also revealed failure to capture on the right ventricular channel. The cause of the issue could be specifically deduced to the pacemaker or the right ventricular lead. Programming changes were made and alleviated patient symptoms, but did not resolve the issue. On (B)(6) 2018, the pacemaker was explanted and replaced and the right ventricular lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of over-sensing and loss of cardiac pacing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.